Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Event description:
It was reported during the initial hand off of the balloon catheter to the scrub tech, there was question of contamination due to loose packaging of the balloon catheter and clear plastic cover. When the scrub tech went to take the balloon catheter packaging, the clear lid fell off and the balloon catheter popped out. Staff agreed to open a new package to start intra-aortic balloon (iab) therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during the initial hand off of the balloon catheter to the scrub tech, there was question of contamination due to loose packaging of the balloon catheter and clear plastic cover. When the scrub tech went to take the balloon catheter packaging, the clear lid fell off and the balloon catheter popped out. Staff agreed to open a new package to start intra-aortic balloon (iab) therapy. There was no reported injury to the patient.